Event description:
A surgeon reported that during two surgeries, the system displayed a message indicating that the high voltage was out of range. They were able to press "ok" and completed the procedures. Per follow up phone call with the site, the technician reported on behalf of the surgeon that there are no concerns for the pts.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).